Event description:
Rptr has had multiple breast implants and 16 surgeries. She has had problems with hematomas, staph infections, chronic cystic mastitis, fibrocystic disease, mixed connective tissue disease, fibromyalgia, tmj, myofocal pain disorder, chronic fatigue, low grade fevers, night sweats, involuntary body jerks, blurred vision, raynaud's, sjogren's, sicca, neurological problems, breast and fungal problems, irritable bowel and bladder, blackouts, severe memory problems.